Manufacturer narrative:
Updated b5 describe event or problem with additional information obtained from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high pacing impedance measurements out of range, noisy signals and loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) reviewed and suspected this to be a lead issue. Ts was consulted and clarified that turning this lv off would not impact tachycardia therapy. This lead remains in service. No adverse patient effects were reported. Additional information was received stating this lv was programmed off. No additional adverse patient effects were reported. Additional information was received stating this lv was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information obtained from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high pacing impedance measurements out of range, noisy signals and loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) reviewed and suspected this to be a lead issue. Ts was consulted and clarified that turning this lv off would not impact tachycardia therapy. This lead remains in service. No adverse patient effects were reported. Additional information was received stating this lv was programmed off. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high pacing impedance measurements out of range, noisy signals and loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) reviewed and suspected this to be a lead issue. Ts was consulted and clarified that turning this lv off would not impact tachycardia therapy. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.